Event description:
This clinically unsponsored solicited device case from united states was received on (B)(6) 2015 from a non-healthcare professional (office staff). This case concerns an (B)(6) old female pt who had large effusion in left knee after receiving treatment with synvisc one. No relevant medical history, past drugs, concomitant medications and concurrent condition were reported. On (B)(4) 2015, the pt received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/lot number and expiration: not provided) in left knee. On an unk date in 2015, the pt developed large effusion which was revealed by an examination. It was reported that 47 ccs of cloudy yellow fluid was aspirated from pt's knee. It was reported that 2ccs of betamethasone (celestone) and 8ccs of lidocaine were injected as corrective treatment into the left knee. Outcome: recovered/ resolved (on unk date). A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: not reported. Company causality: associated. Seriousness criteria: required intervention.